Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the cgm was displaying 151 mg/dl and the patient stated they did not feel like their bg was 151 mg/dl as he was profusely sweating, had confusion, became fatigue and was vomiting. The patient did not have a blood glucose meter to check their manual finger stick. This led the patient to say that the reading on the cgm was inaccurate. The patient¿s parent took the patient to the hospital. At the hospital, the cgm was still displaying 151 m/gdl. The patient checked their bg with a meter at the hospital and it was 252 mg/dl. The patient was treated with zofran, insulin and IV fluids. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.